Manufacturer narrative:
Pt info: unk. Device evaluated by MFR: device evaluation not required. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm micl12.1 implantable collamer lens, -16.00 diopter, tore during the loading process and there was no patient contact. Additional information has been requested but none has been forthcoming.